Event description:
A report was received that the pt had a pocket revision due to pocket discomfort. When the physician examined the pocket site he noticed that the pt had an infection at both the pocket site and the midline. The pt was given an antibiotic and was explanted. The pt is being treated with IV antibiotics and is visiting the physician every two weeks for an update. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were kept by the medical facility.